Event description:
Pt was undergoing a renal angioplasty following a renal arteriogram of the right renal artery. Dr. Used a 6mm then a 7mm balloon, both mallinckrodt products through a mallinckrodt entrease french sheath. After angioplasty with the 7mm balloon, the catheter could not be pulled back through the sheath. Both sheath and angioplasty catheter were removed together without harm to the pt.